Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, hydromorphone and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported that for ¿the past couple of weeks,¿ their pump had been ¿little screwy.¿ the patient clarified they take their last bolus at 8pm, so their boluses for the day should reset at midnight. But, when they get to midnight, they find out they can't get another bolus until 1am. When the agent attempted to clarify further, the patient stated ¿it's like it's on different time tables, it said I took something (a bolus) at 11pm, which is impossible. Like at 11pm or 10pm is what the lockout was saying (what time the lockout would expire), but that's impossible¿. The patient mentioned they have been to the healthcare provider since daylight savings started. The patient was already connected to the pump and read out an expected 39-minute lockout. Pump time: march 20, 2025 at 12:58pm and local time is 1pm. The patient was redirected to their healthcare provider. Additional information was received from the patient on 2025-05-20 who reported that the cause for the bolus issue was the patient was told it was a ¿glitch¿ in the software affecting the newer pumps. The steps taken to resolve the issue was the clinic resynced the patient¿s ptm (personal therapy manager). The bolus issue was not resolved. The patient reported that getting locked out until 01:00 am affected their work life and health. The patient needed it to reset at midnight like it always had. The patient further reported a 5-10 min lag time once it syncs to 90% and at work the patient needed to use the ptm in the restroom for an extended period.